Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 145 guidezilla¿ was selected for a percutaneous coronary intervention. The device was able to be delivered in a 6f guide catheter but was unable to get into the coronaries. A lot friction was felt although only one guide catheter was used and no other devices. When guidezilla was pulled back, it broke inside the guide catheter. The devices were pulled all together out from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 145 guidezilla¿ was selected for a percutaneous coronary intervention. The device was able to be delivered in a 6f guide catheter but was unable to get into the coronaries. A lot friction was felt although only one guide catheter was used and no other devices. When guidezilla was pulled back, it broke inside the guide catheter. The devices were pulled all together out from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device was returned for analysis. Microscopic examination of the collar, hypotube and distal shaft was performed. Inspection revealed a complete separation at the collar of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 145 guidezilla¿ was selected for a percutaneous coronary intervention. The device was able to be delivered in a 6f guide catheter but was unable to get into the coronaries. A lot friction was felt although only one guide catheter was used and no other devices. When guidezilla was pulled back, it broke inside the guide catheter. The devices were pulled all together out from the patient. The procedure was completed with a different device. No patient complications were reported.